Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this lead was an attempted implant. It was noted that the circulating nurse handed off a non-breakaway sheath into which the lead was inserted. Then, the physician attempted to break the non-break away hub and the wire within the lead then appeared to be fractured. Therefore, a new lead was requested and implanted without further incident.